Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received unwanted shocks while riding his bike. The patient will discuss this with the physician and will find out about the possibility of sending a transmission. No patient complications have been reported as a result of this event.